Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. The basic evaluation began 2021-aug-23. It was reported that the patient stated that this morning they had been going more and were worried that the lead may have come loose.

Manufacturer narrative:
Concomitant medical products: product ID 306001, lot# unknown, implanted: (B)(6) 2021, product type screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.